Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message. The root cause for the observed error message was due to the defective drive train motor, likely attributed to wear and tear of the autopulse platform. The platform was manufactured on april 2014 and is 6 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to multiple ua02 (compression tracking error) error message displayed upon powering on. Noticed that the drive train motor was completely powerless. The drive train motor was replaced to address the observed ua02 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2020, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message. No patient involvement.